Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient experienced an ¿occlusion¿ above the lips on the right side on the same day after they were injected in the lips with one syringe of juvéderm® ultra xc. Treatment is noted as hylenex. Event is ongoing.